Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device is running out of water and has a burnt smell. There was no report of flames, smoking, melting or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported the device would run out of water and the patient would notice a burnt odor in the middle of the night. The patient stated the device was getting too hot. The humidifier setting was at 3 at the time of the event. The patient also mentioned the device had some previous leaks. The patient did not see any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. There was a lamp plugged into the same outlet. There was no property damage beyond the device. The patient was not using any other medical devices. The patient nor any other household member is a smoker. The patient was advised that the device warranty expired on 01/24/2024, and that all repairs would occur at the dme where the device was obtained. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.